Event description:
The customer reported to olympus during maintenance, a e224 (scope communication error) code displayed on the 4k autoclavable camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a faulty cable, failed leak test due to puncture on cable and a faded rear cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the e224 error was a communication failure between the camera head and processor caused by a faulty cable. It is likely that water invaded from the hole in the cable causing the cable to deteriorate. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.